Event description:
The following was reported to davol by the patient's attorney: (B)(6) 1999 - patient was implanted with a "marlex" mesh product during an unknown procedure. The attorney's report alleges pain, injury, 'pain and suffering", disability, defective mesh.

Manufacturer narrative:
Based on the currently available information we are unable to determine to what extent, if any, a bard device may have caused or contributed to the events as alleged. No specific device failure or patient injury has been alleged and medical records have not been provided. Additional information has been requested. No lot number has been provided, therefore a review of the manufacturing records cold not be conducted. This MDR includes all patient, event and device information davol has received to date. If additional information is obtained, a follow up MDR will be submitted.